Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version 18.3. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness due to hypoglycemia. The customer was unconsciousness and unable to self-treat. The customer was treated with a glucagon nasal emergency spray by a non-healthcare professional (non-hcp) and called the ambulance. The customer had a contact with a healthcare professional (hcp), upon arrival the customer blood glucose levels were measured and was noted as 29 mg/dl on the hcp meter and the customer was treated with IV glucose and unspecified infusion fluids for the diagnosis of hypoglycemia. The customer regained their consciousness and decided to be stay at home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported experiencing signal loss. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration of ios 18.3 is not compatible with the freestyle libre 3 application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.